Event description:
It was reported that a customer experienced air bubbles in the tandem mobi cartridge, which were noted during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by priming the tubing and wearing the pump upside down.